Manufacturer narrative:
(B)(4) - non-surgical medical intervention required. (B)(4) - stent failed to expand. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2010-05409 addresses the first ultraflex stent that was used, while manufacturer report # 3005099803-2010-05410 addresses the second ultraflex stent. It was reported to boston scientific corporation that two ultraflex covered esophageal stents were used during a stenting procedure within the esophagus on (B)(6) 2010. According to the complainant, the physician was able to successfully deploy the stent. After removing the delivery system, the physician checked the stent placement and noticed that the proximal flare did not fully expand; it had buckled inwards and was causing an obstruction (this device the subject of manufacturer report # 3005099803-2010-05409). The physician attempted to expand the stent by using a balloon dilator, but was unsuccessful. This stent was removed. The physician attempted to place the second ultraflex stent when the same issue occurred (this device is the subject of manufacturer report # 3005099803-2010-05410). Again, this stent was removed. At this point, the physician decided to abort the procedure without having implanted any stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The complainant added that there was no malfunction with the balloon dilator used to try and expand the stents.